Manufacturer narrative:
Follow-up # 1 date of submission 4/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 4/13/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with all of the keypad buttons responding properly; the alleged issue could not be duplicated. There was no physical damage found on the keypad. The keypad was removed and there was no contamination or physical damage found. Unrelated to the initial complaint, it was observed that the audio tone alarm was inoperable. The pump was opened and a cold/cracked solder was found on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses and the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.